Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported lap-band port replacement to correct alleged port and band tubing separation. Supplemental information: health professional reported that pt began complaining of pain at the port site. A computed tomography scan was done, but it did not show any abnormality. The pt continued to have discomfort, and fluoroscopy was performed, which diagnosed the problem. The port replacement was completed by the same implanting surgeon.